Event description:
During the mock code, a child defibrillator pad almost split in half when a team member attempted to apply it. The team member recognized this and ensured that the whole defibrillator pad was applied to the mock patient.